Manufacturer narrative:
The unit could not prime during the prime test due to a faulty gold force sensor resistor. The unit passed the rewind, basic occlusion, and displacement test. The unit did not have a motor error alarm. The motor passed motor test. The unit had a minor scratched display window. (B)(4).

Event description:
The customer called in to report a motor error alarm while changing the insertion site. The customer's blood glucose level was unknown. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.